Event description:
Reported due to device break requiring surgical intervention. The physician attempted closure of an arteriotomy site with a perclose a-t (closer ak) device after an interventional procedure. Fluoroscopy was performed prior to the procedure and location of the device was confirmed to be in the common femoral artery. Reportedly, the vessel was described as being tortuous and free of calcium. There was no presence of scar tissue in the groin area. The size of the vessel was estimated as being "about 7 or 8 mm." The insertion of the device was "smooth and with no resistance." A "snap" sound was heard upon insertion so the physician performed fluoroscopy and found that the device was broken. Reportedly, the physician "removed the proximal portion of the device and the sheath was not attached." A vascular surgeon was consulted and a cut-down was performed in the cath lab. The sheath was removed, in its entirety, from the pt groin. The pt was discharged to home in "good" condition. Although requested, no additional information was available.